Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the bipolar impedance has dropped to 300 ohms (same as unipolar), there has also been a rise in bipolar thresholds, and unipolar programming causes pectoral muscle stimulation. A possible insulation breach was discussed. The lead is still in use. No patient complications have been reported as a result of this event.